Event description:
It was reported that the device was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported lead impedance anomaly was confirmed in the laboratory via review of programmer printouts. The device was tested using automated test equipment. No anomaly was found. The cause of the high lead impedance could not be determined.